Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a hysterectomy on (B)(6) 2012 and a morcellator was utilized. On (B)(6) 2012, the patient was diagnosed with stage IV endometrial adenocarcinoma. The patient then had a radical vaginectomy and resection of the descending colon for metastatic disease. The patient underwent six rounds of chemotherapy and radiation. On (B)(6) 2013, the patient was diagnosed with recurrence of endometrioid adenocarcinoma. It was reported that the patient died on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/01/2016. It was reported that the patient underwent a total laparoscopic hysterectomy and bsoo on (B)(6) 2012 to treat uterine fibroids and menometrorrhagia and a morcellator was utilized. On (B)(6) 2012, the patient had a radical vaginectomy and resection of the descending colon and resection of an intra-abdominal tumor with splenic flexure mobilization, omental j flap. The patient underwent an exploratory laparotomy and laparoscopic colon resection (left colon abscess) and end-colostomy on (B)(6) 2013.